Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e411 rack. The sample initially resulted in a troponin t value of 0.023 ng/ml with a data flag and it repeated as 0.021 ng/ml with a data flag. The sample was repeated twice, each time resulting in a troponin t value of 0.003 ng/ml.

Manufacturer narrative:
The serial number of the cobas e411 rack is (B)(6). The customer observed that the probe tubing was out of a pulley. The tubing was aligned on the pulley. Some racks did not have rack adapters required for 13 mm. Diameter sample tubes. The sample was repeated and resulted in a troponin t value of 0.004 ng/ml.

Manufacturer narrative:
For the last calibration performed on (B)(6) 2023, calibration signals were within expectations. Controls were not tested on the day of the event. Calibration and qc data did not point to a reagent or instrument problem. The customer used 13 mm. Diameter tubes without required rack adapters for 13 mm. Diameter tubes. The investigation could not identify a product problem. The cause of the event could not be determined.